Manufacturer narrative:
The customer¿s report of an unintended rate change was confirmed. Analysis of the pcu event log shows that the pump module was previously programmed to infuse a primary infusion of calcium cl 10g/500ml sled 24 hour (drugid 95) at a rate of 36ml/hr. At 5:13 am on (B)(6) 2018 the device was channeled off. At 6:01 am, the user programmed a primary infusion of acd ¿ a for sled 24 hour (drugid 15) to infuse at 150ml/hr with a vtbi of 200ml. An 80 minute delay was then programmed. At 6:02 am, the user programmed a custom concentration secondary infusion of calcium chloride 10 grams/200ml. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 1gram. Proceed?¿ the rate was then set at 36ml/hr which made the duration 5 hours and 33 minutes. The user selected yes to the guardrails warning ¿rate is below guardrails limit of 400ml/hr. Proceed?¿ and the infusion was started. When the secondary infusion completed at 11:48 am, the device transitioned to the primary infusion of acd ¿ a for sled 24 hour (drugid 15) running at 150ml/hr. The root cause of the customer¿s report of an unintended rate change was user programming. No device was returned for investigation.

Event description:
The customer reported that the pump was programmed on (B)(6) 2018 to infuse calcium chloride 10g in 500ml of .09 nacl with an intended rate of 36 ml/hr. The actual rate was discovered to be 150ml/hr with the change occurring between 0100am and 1200pm on (B)(6) 2018. There was no patient harm.

Manufacturer narrative:
The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation. No devices received, log review only.

Event description:
The customer reported that the pump was programmed on (B)(6) 2018 to infuse calcium chloride 10g in 500ml of .09 nacl with an intended rate of 36 ml/hr. The actual rate was discovered to be 150ml/hr with the change occurring between 0100am and 1200pm on the (B)(6) 2018. There was no patient harm.